Event description:
It was reported that this right atrial (ra) lead exhibited noise resulting in a signal artifact monitor (sam) episode and loss of capture while programmed in unipolar pacing. Additionally, it was noted that right atrial (ra) pace impedance measurements were greater than 3000 ohms and intrinsic amplitude was out of range resulting in a lead safety switch (lss). There were no known procedures, falls or accidents that occurred. Technical services (ts) discussed that this may be due to a possible ra lead issue and indicated that pacing could continue to be unipolar. The health care professional (hcp) indicated that the patient will be continuously monitored and plans to follow up with an electrophysiologist. This lead remains in service. No adverse patient effects were reported.